Manufacturer narrative:
Initial reporter name and address: initial reporter phone #: an additional phone # was also provided: (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe experienced a defective stopper. The following information was provided by the initial reporter: syringe defective in stopper.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 29-sep-2022 h6: investigation summary sample and photos received by our quality team for investigation. Upon visual inspection, jammed stopper is observed, therefore the incident is confirmed. No other defects or issues observed, the damaged plunger cannot be confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Lubricating silicone film is used in the stoppers, which help in the assembly and sliding of the components. New guides were made in the assembly guidance system to reduce the damaged stopper incident.

Event description:
It was reported that the bd plastipak¿ syringe experienced a defective stopper. The following information was provided by the initial reporter: syringe defective in stopper.